Manufacturer narrative:
Additional data: device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, -11.00 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. During lens insertion the lens tore. The lens was then explanted. On (B)(6) 2017, the lens was exchanged for a similar lens and the problem was resolved.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Corrected data: model # : it is corrected to "vicmo13.2". (B)(4).